Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 280 mg/dl, 189 mg/dl, and 121 mg/dl. No adverse event was reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).